Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached less than 50 mg/dl while wearing the pod between 36 and 48 hours. During these events the patient did experience a seizure. The patient was not treated but stated they had a soda before the seizure and by the time paramedics came they were recovering slightly. The pod was worn when seeking medical attention.